Event description:
The customer reported that when in subtraction mode, the image goes black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motherboard battery. System operates as intended. (B)(4).